Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump won't turn on. Customer's blood glucose level was unknown. Customer reported that the insulin pump exposed to moisture, type of moisture exposure was water went into insulin pump while swimming, water can be seen on insulin pump screen. Customer states they do hear fluid when shaking the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly.